Event description:
Boston scientific received information that this pacemaker and competitor's right ventricular (rv) lead exhibited low out of range (oor) pacing lead impedance (pli) measurement of less than 200 ohms and the patient¿s threshold measurement was high. Additional information was received that the cause was not conclusively determined and the physician believed that the insulation failure was the cause. The lead was capped while the pacemaker was explanted and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The field allegation was not confirmed as the device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.